Event description:
It was reported that a malfunction occurred on the customer's pump. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. Reportedly on (B)(6) 2025 the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 400 mg/dl and ketones. The customer was treated with intravenous fluids of saline and insulin. Customer was released from the ICU on (B)(6) 2025 with the issue resolved and no permanent damage.